Event description:
Procedure, involved inflating a delivery balloon of a cypher stent. The pressure gauge on the encore inflation device did not show an increase in excess of 12atm, even though the handle was turned. The device was changed out for another, and the procedure continued. There was no pt injury. The device has been discarded by the hospital.